Manufacturer narrative:
(B)(4).

Event description:
It was reported " they have had 2 incidences where on insertion of the sheath the dilator enters the skin but when the sheath is at skin level it then blisters and peels back not entering the skin cleanly. They had to continue procedure by opening up new packs." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number includes:3006425876-2024-00954.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " they have had 2 incidences where on insertion of the sheath the dilator enters the skin but when the sheath is at skin level it then blisters and peels back not entering the skin cleanly. They had to continue procedure by opening up new packs." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number includes: 3006425876-2024-00954.